Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a photograph was provided. A review of the photograph confirms the customer's report of "ECG monitoring failure message". However, without receipt of the device, root cause evaluation could not be performed. The customer's report of "the unit restart/reboot itself" was not observed in the provided photograph. Analysis for reports of this type has not identified an increase in trend. The customer has indicated they will not be returning the device for evaluation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG monitoring failure" message and restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.